Event description:
User reported that the orange indication light was permanently lit and the device motor was running similar to when boost button is pressed. Device reported to have infused 2.5mls. Of diamorphine in 45 mins instead of the programmed 7.5 hrs.